Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the tip of the 35hlt trocar, was missing at the end of the case. It was not found in the pt but tip could be left in pt. The device was discarded.